Manufacturer narrative:
This is 2 of 2 medwatch reports regarding this event. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced an insulin flow blocked alarm. The customer reported no adverse event. The event involved product(s) mmt-442ag, mmt-342, mmt-1880l, mmt-1884l. Troubleshooting was performed, and the customer re attempted load reservoir/fill tubing process after a complete set change and insulin did not exit or pump alarmed. No harm requiring medical intervention was reported. No product return is required for mmt-442ag, mmt-342. Mmt-1884l and mmt-1880l was requested and customer response was the device will be returned.

Manufacturer narrative:
Found a corroded battery tube during an initial inspection. The pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and displacement test. The insulin flow blocked alarm functioned properly during the basic occlusion, occlusion, and force sensor tests. No unexpected insulin flow blocked alarms during testing. The trace and history files were successfully downloaded using thump. A review of the pump history file reveals there is a total of thirteen (13) no delivery (insulin flow blocked) alarms, listed below: 05/25/2025 15:25:00 alarmalertnotification (40) faultnumber = no delivery (7) during a bolus wizard delivery. 06/07/2025 15:49:00 alarmalertnotification (40) faultnumber = no delivery (7) during a cl1microbolus delivery. 06/07/2025 15:54:00 alarmalertnotification (40) faultnumber = no delivery (7) during a cl1autobolus delivery. 06/07/2025 16:00:01 alarmalertnotification (40) faultnumber = no delivery (7) during a cl1microbolus delivery. 06/07/2025 16:27:06 alarmalertnotification (40) faultnumber = no delivery (7) during a cannulafill delivery. 06/07/2025 16:29:03 alarmalertnotification (40) faultnumber = no delivery (7) during a cl1autobolus delivery. 06/07/2025 16:39:01 alarmalertnotification (40) faultnumber = no delivery (7) during a cl1autobolus delivery. 06/07/2025 16:42:55 alarmalertnotification (40) faultnumber = no delivery (7) during a tubingfill delivery. 06/07/2025 16:43:40 alarmalertnotification (40) faultnumber = no delivery (7) during a tubingfill delivery. 06/07/2025 16:44:13 alarmalertnotification (40) faultnumber = no delivery (7) during a tubingfill delivery. 06/07/2025 16:52:52 alarmalertnotification (40) faultnumber = no delivery (7) during a tubingfill delivery. 06/07/2025 16:54:02 alarmalertnotification (40) faultnumber = no delivery (7) during a tubingfill delivery. 06/07/2025 16:57:18 alarmalertnotification (40) faultnumber = no delivery (7) during a basal delivery. The pump was cut open for visual inspection. Corrosion and moisture damage were found on the electronic assembly (pcba 1 and pcba 2), keypad flex cable/tail, and vibrate harness assembly. Rust and corrosion were also found on the motor and force sensor. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, broken belt clip rails, pillowing keypad overlay, cracked battery compartment at the corner of the belt clip rails, and cracked battery tube threads. Found a corroded battery tube during an inital inspection. Insulin flow blocked alarm complaint is not confirmed. Moisture damage was found during a visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.